Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 423 mg/dl at time of incident and 424 mg/dl. It was unknown that auto mode used or not. Customer had symptoms they may be indicative of the possible onset of diabetic ketoacidosis. The insulin pump will not be returned for analysis.